Event description:
It was reported that by the patient that while the patient was in a spinal procedure where they were using electrocautery, the implantable cardioverter defibrillator (ICD) started shocking. The physician immediately stopped the procedure and waited until a company representative came to deactivate the ICD. Follow up was attempted and no further information regarding this event could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead implanted: (B)(6) 2004; 5076 implantable pacing lead implanted: (B)(6) 2004. (B)(4).